Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05492 / device 2 of 8. (B)(4).

Event description:
It was reported by the customer that "the starter hole appears off center prior to use per her visual inspection. The wafers were removed from the mu box and placed into bins, therefore no lot number is available". Photographs depicting the reported complaint issue were submitted by the complainant. The products were not used, no harm reported. The photographs show that some of the product did have off center starter holes to the wafer.